Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation, electrode belt failed an incoming ECG fall-off test. The cause for the failure was isolated to a poor solder connection between the pulse wires in the rear 2 te assembly. The cause of the poor solder connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.